Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the gun was fired twice successfully, however, on the next firing the reload was taken out and a new reload was unable to be fitted. Upon inspection, a metal strip was in the reload jaws. A new gun was opened and procedure was completed successfully. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.